Manufacturer narrative:
Date of event: used the first date of (B)(6) 2021 as the only available information was that the physician did the procedure last year. Implant date: used the first date of (B)(6) 2021 as the only available information was that the physician did the procedure last year.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. An express sd renal/biliary stent was advanced for treatment. However, during introduction, the stent came off the balloon in the distal renal artery and was safely deployed in the same location. Additional stent was deployed to cover the lesion. No patient complications were reported.